Event description:
It was reported that, before a navio tka procedure, the bur could not be inserted into the long attachment. They tried both ways just to make sure. It looks like the internal parts have shifted to block the entry. There was a delay of fewer than 30 minutes. It was swapped for its backup to proceed. No patient was involved at the moment. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio long attachment part number 110006 intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the long attachment performance verification. The reported problem was confirmed. The internal bearings are disintegrated causing an obstruction in the long attachment. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes "connection problem, break" and "connection problem - instrument", "damaged or broken component", "functional - loose" identified 76 similar events between (B)(6) 2017 to (B)(6) 2020. The most likely cause of this event is degradation/collapse of the long attachment internal bearings making insertion difficult or not possible. Further investigation into the reported failure is being conducted to determine if additional actions are required.